Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-adapters upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7072508, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing loss of efficacy due to high impedances and lead fracture. The patient underwent a spinal cord stimulation (scs) revision procedure wherein new leads were implanted. The patient was doing well postoperatively. The explanted device components were discarded.